Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris texium secondary set experienced component separation. The following information was provided by the initial reporter: tubing came apart below drip chamber.

Event description:
It was reported that the bd alaris texium secondary set experienced component separation. The following information was provided by the initial reporter: tubing came apart below drip chamber.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12/16/2021. H.6. Investigation: one sample was received and the customer's complaint of separation was immediately noticed. This verified the complaint. The set was then visually analyzed under microscope to determine possible root cause - which was found to be a lack of solvent at the tubing- drip chamber junction during production. CAPA#3974230 was initiated. The manufacturing team has been made aware of this issue and have implemented changes to the production of this set in effort to eliminate further occurrences of this failure. A device history record review for model 40000-07t lot number 20095694 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. A complaint history review was performed for the model 40000-07t and 25 additional customer complaints related to separation (tubing/drip chamber) were found in the previous 12 months.